Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Event description:
It was reported that device diagnostics resulted in high impedance. The physician indicated that the patient was new to the practice. The physician reported that the patient has experienced an increase in agitation and an increase in seizures since (B)(6) 2013. The patient is non-verbal so the physician indicated that she couldn't communicate whether or not stimulation is still felt or whether or not stimulation is painful. The physician reported that the patient is low functioning, but has been more active so it is unclear if she may have accidentally done something that may have caused or contributed to the high impedance. The physician reported that the device was programmed off after observing the high impedance and that the patient would likely be referred to surgery. It is unknown if the patient's seizures are an increase above the patient's pre-vns baseline frequency. It was later reported that the patient has decided to wait on replacing the device because she does not want to have it replaced at this time. The physician indicated that x-rays did not identify any discontinuities. Attempts to obtain additional information have been unsuccessful to date. Review of in-house programming history identified that the high lead impedance was initially observed on (B)(6) 2012; however, this was not reported to device manufacturer at that time.

Manufacturer narrative:
Analysis of programming history. Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
X-rays were received by device manufacturer on (B)(4) 2013 for review. Review of x-rays did not identify any gross lead fractures. However, the presence of an unpronounced lead discontinuity or micro-fracture cannot be ruled out. There was a suspect area that could not be fully assessed due to the quality of the images provided. There was also a portion of the lead behind the generator that could not be assessed.